Manufacturer narrative:
The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications resulting in a hematoma because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a hematoma was present after the placement of the tr band balloon. There was no blood loss. The procedure that was performed was a radial heart catheterization. Additional information was received on 04apr2024: there was no air loss. There were 18 mls of air originally injected into the band. The patient was stable. There was no noticeable damage to the tr band. The hematoma was treated with manual compression. The hematoma size not measured.